Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture revealed a kind of foam or white precipitate in the filter's blood header. The visual inspection of the provided video showed a white cloudy solution in a 500ml sodium chloride solution. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lot of white particulate matter was observed in the filter and tube of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.